Event description:
The customer stated that he was treated by the paramedics for low blood glucose levels. The reported blood glucose reading at the time of the call was 245 mg/dl. The customer stated that he changed the infusion set on the day of the event and he was not connected to the infusion set during the manual prime. Troubleshooting was performed and the insulin pump was programmed correctly. The reservoir volume did not match the amount of insulin left in the reservoir. The customer stated that insulin pump was not exposed to any high magnetic field. The customer felt uncomfortable with the insulin pump and asked to have it replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.